Event description:
Following a stent prodedure, an angio-seal device was placed in a pt's right groin. Hemostasis was not achieved with the device, and manual pressure was held for approximately 25 minutes with control of the bleeding. Following the case the pt was noted to have decreased pulses. Doppler studies were performed, following which the pt was taken to the operating room where collagen was identified as having been deployed within the artery. The device was removed and the vessel repaired. As of 06/03/1998 there has been no further report of complication or pt sequelae made to the MFR.